Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion; the outer flow tubing exhibits mild contamination, likely biologic. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the fiber tip cracked in a couple of places. It was also reported that the fiber kept overheating after 2,000 joules of use. The fiber was exchanged and the procedure was completed using a second fiber. "No injury occurred to patient or staff and a new fiber was used."